Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose (bg) exceeded 400 mg/l while wearing the pod between 1 and 4 hours on the abdomen. Patient reported excessive urination, heart burn, nausea, dehydration, abdominal pain, and vomiting. Onset of these symptoms began on the evening of (B)(6) 2017 and lasted up until medical attention was sought at an emergency room (ER) on the afternoon of (B)(6) 2017. It was not conclusively determined at which point the pod was removed. While at ER, an official diagnosis of diabetic ketoacidosis was made and patient was treated via intravenous delivery of insulin, dextrose, and unspecified medication for abdominal pain and nausea (patient could not provide specific names of medications). It should be noted that patient attempted to deliver multiple boluses while refraining from carbohydrate intake, as treatment, prior to ER visit. After 1.5 hours of treatment, patient's bg was effectively reduced to 150 mg/dl.